Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the keypad is fully intact, with no peeling or damage observed. The up, down and ok keys respond intermittently. The contrast key responded properly. Keypad was removed to investigate. There was evidence of keypad contamination under all contact buttons.